Event description:
It was reported, that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted, that the right ventricular (rv) lead exhibited noise over-sensing resulting in pacing inhibition and low pacing impedance. The rv lead was capped and replaced on (B)(6) 2023. The patent was in stable condition.